Event description:
The facility representative reported a colleague infusion pump with an 814:04 failure code on channel c. It is unknown when this condition occurred in central sterile department. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The assignable cause was a defective pump head module (phm) on channel c. The phm on channel c was replaced to correct the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.